Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for foreign matter with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. .

Event description:
It was reported before use of the bd preset¿ syringe with attached needle after opening and before drawing blood, customer found three devices in one case with white foreign matter inside syringe barrel. There was no report of injury or medical intervention.